Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt visited the outpatient cardiology unit due to a vibrational alarm. After the device interrogation, the alert popups showed a pt notifier delivered "high voltage lead impedance out of range". During the follow up the hvli value has been recovered. The value was normal and in line with the values of the thread from the implant to date. The negative hysteresis has been rescheduled off.